Manufacturer narrative:
The transport ventilator has been returned to the manufacturer for investigation. It was observed that a latching knob at the rear side was missing. After opening the device the loose nut was detected, which normally fixates the latching knob. The nut was found on the control pcb near the electrical contacts. The free moving nut caused temporary short circuits and the increased current had blown the fuse. The installed fuse had the correct values. It was concluded that the fuse had responded on too high current as specified and blew. In this case ventilation stops and acoustical alarm is generated. After removing the nut the device passed checks without any deviation.

Event description:
It was reported that: the customers device has had two previous service callouts for the nicd battery not charging and both times a fuse blowing was identified and fuse replaced by the 3rd-party service organisation without root cause analysis. The third fuse failure occurred during a patient transfer and ventilation stopped. Dräger has been contacted for analysis. Patient outcome unknown, up to now no injury reported.